Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included bench handling, power cycling, and functional stress testing without duplicating the malfunction. The device's front enclosure was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type. Review of the error logs did not find evidence to support the reported event. Also, it is important to note that the battery used at time of the reported event was not returned for evaluation.

Manufacturer narrative:
Zoll medical corporation has received the device and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) patient (gender unknown) the unit shut off. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.